Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for a routine device check. Episodes of inappropriate mode switch due to far field oversensing on the atrial channel were noted. Programming changes were made. The patient will continue to be monitored.